Event description:
An endurant limb stent graft was used off label with other non mdt stent grafts during the endovascular treatment of a left common iliac artery aneurysm. CT showed a narrow distal aorta that tapered from 20mm just below the renal artery to 13mm at aortic bifurcation and a left isolated ciaa with a maximal diameter of 40mm and 70mm in length. It was reported during the index procedure, a non mdt stent was deployed at the aortic bifurcation. As a proximal extension a 16 × 24 × 82mm endurant ii limb was used in an upside-down configuration. It was prepared in advance through a benchwork of unsheathing, direction change, and resheathing. Additional non mdt devices were used during the procedure along with embolization. Following balloon molding, completion angiography showed no type I or iii endoleak but did show a contrast filling defect in the right cia and iia, suggesting thrombosis. The patient was prescribed anticoagulant therapy. On postoperative day 7, follow-up computed tomographyangiogram showed an obvious partial thrombus on the right cia; however, the patient¿s ankle pulse was strongly palpable. It was reported after 1 month of anticoagulation, the thrombus was completely resolved and there was still no endoleak thereafter, the patient was switched from warfarin to aspirin. At 6 months after the operation, ultrasound showed no abnormal findings, and the patient was reported as was doing well with gradual improvement of buttock claudication that must have been induced by iia embolization. In relation to the cause of the thrombosis it was noted that due to numerous attempts to pass a wire using various catheters through the wrong site of the stent graft for quite some time seemed to have resulted in thrombosis as well as additional operation hours. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: off-label use of an iliac branch device and a reversed iliac limb for a patient with a unilateral common iliac artery aneurysm and a narrow distal aorta hwang et al, medicine 102(2):p e32640, january 13, 2023. Doi: 10.1097/md.0000000000032640 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.